Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer¿s blood glucose level as it remained within the range of 54-500 mg/dl. Technical support instructed the customer to try various troubleshooting steps, including different power sources and charging cables, all of which failed to resolve the issue. Ultimately, technical support decided to replace the pump, confirming with the customer how to return the faulty pump and ensuring that the customer would use multiple daily injections as a backup insulin therapy.